Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. They silenced the alarm, reviewed the settings, and powered the pump off. They closed clamp and removed cassette, gently tapped cassette, and massaged line to disperse air bubbles in the line. They replaced cassette and powered pump on but pump continued to alarm. Patient was not affected. Pump settings: res vol 65.4 ml, rate 2.4 ml/hr, given 45.65 ml.